Manufacturer narrative:
Site reported bilateral patient inadvertently exposed the implanted light adjustable lenses to ambient uv light. Both of the lenses were explanted. Rxsight's awareness date was 8/2/2021. The device history record for the lenses were reviewed. No issues were noted. Serial number: (B)(4), lot number: l02-001937, implant date: unknown, mfg date: 11/20/2020, expiration date: 10/31/2023, explant date: unknown, UDI: (B)(4). Serial number: (B)(4), lot number: l02-001415, implant date: unknown, mfg date: 11/16/2019, expiration date: 10/31/2022, explant date: unknown, UDI: (B)(4). The lenses have been received and are currently being evaluated.

Event description:
Site reported bilateral patient inadvertently exposed the implanted light adjustable lenses to ambient uv light. Both of the lenses were explanted. Rxsight's awareness date was 8/2/2021.

Event description:
Site reported bilateral patient inadvertently exposed the implanted light adjustable lenses to ambient uv light. Both of the lenses were explanted. Rxsight's awareness date was 8/2/2021.

Manufacturer narrative:
Site reported bilateral patient inadvertently exposed the implanted light adjustable lenses to ambient uv light. Both of the lenses were explanted. Rxsight's awareness date was 8/2/2021. The explanted lenses were returned for evaluation. Visual inspection and optical testing of both returned lenses confirmed the presence of ambient zones on the lenses, which is indicative of exposure of the lenses to ambient uv light prior to lock in.